Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed secondary findings like touchscreen does not work. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was previously reported regarding a ds2adv auto CPAP. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed secondary findings like touchscreen does not work. The device was scrapped. The following correction has been updated in this report. The manufacturer received information regarding a ds2adv auto CPAP. During the evaluation of the device at the third-party service center, the device was visually inspected and pca was burned. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed secondary findings like touchscreen does not work. The device was scrapped. Section b5 have been updated in this follow up report.